Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the blood glucose monitor did not send the insulin bolus recommendation to the infusion device. The blood glucose monitor "kicks them out" of the process and returns back to main screen. The patient experienced elevated blood glucose levels due to the insulin bolus not being delivered. No adverse event was reported. The blood glucose monitor was requested to be returned for product evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.